Event description:
The manufacturer received information regarding a dreamstation device. There is an allegation that the device sparked, and smoke was visible from the power connector. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for service. During the investigation, an unknown dust contaminant was observed on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box, and blower seal. There was black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, and bottom enclosure. There was evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits observed on the blower. There was evidence of liquid ingress with an unknown rust like contaminant observed on the rear panel and bottom enclosure. The p-4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it. A keratin-like substance was observed on the blower box outlet. The complaint of device sparked at the power connector was confirmed. The p-4 power connector was burnt, likely due to liquid ingress to it. The manufacturer is submitting a final report at this time.